Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the customer insulin pump had partial display. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. The customer was seeing an x mark on the reservoir icon. It was reported that they performed a self-test and pump didn't given alert. However, he still had the x mark on the reservoir icon. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returned for analysis.